Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that outflow graft obstruction was noted on computed tomographic angiography (cta) left ventricular assist device (lvad) on (B)(6) 2020. The patient's lactate dehydrogenase (ldh) was 772 from a baseline of 200-400. The patient had no other symptoms. The ldh prompted the CT lvad study. The patient had increased aspirin from 81mg to 325mg and added 75mg persantine (dipyridamole) three times per day.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through the submitted images. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The account submitted a computed tomography scan for review. The reported outflow graft obstruction nor the type of outflow graft obstruction could not be confirmed via the submitted scan. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and patient handbook are currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.